Manufacturer narrative:
On 12/03/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 455cc saline breast implants which the patient reported pain on the right side, the pain "become" worsen in a way that she couldn¿t drive and lift things, and left implant displaced and pulled muscle up to the clavicle as a result patient had the implants removed on (B)(6) 2018. Patient indicated that since the removal the chronic pain in the breast and the chronic inflammation in nasal passages has resolved. The surgical notes indicated that the implant encrusted with a white substance sandpaper-like. Patient indicated that on follow up the part of the implant that had the white substance was the part that was facing out towards muscle. This report is for the left implant.